Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was about to cross the septum when a thrombus was noted around the wire. The physician removed the dilator of the access system and aspirated the clot. Through the echocardiogram the physician visualized the aspiration of the clot and also saw it outside the body. The procedure continued and a 24mm watchman laa closure device was successfully implanted. The patient was stable the entire time.